Event description:
It was reported that the patient had been having severe lower stomach pain off and on for the past two and a half years. The pain had been constant for the past few months. The pain was located below the patient¿s belly button, and sometimes occurred around the pump. The device system was used to deliver dilaudid. The pump was last filled with medication in (B)(6) of 2011. The patient then had saline in the pump. It was reported that the pump never worked and it never ¿did the patient any good.¿ on (B)(6) 2012, the patient had their pump filled with hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).